Manufacturer narrative:
Device defaulted to saline as device info has not been provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported "leak". This record is for the right-side. Device remains implanted

Manufacturer narrative:
Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant. Hence rupture is being unreported. Additional, changed, and/or corrected data: b5, d6b, h1, h6.

Event description:
Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant.